Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and performed image monthly calibration. Several 3 d scans no issue. System reported to have worked without an issues on next treatment day. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the scout image was dark and grainy and an error message showed on mobile viewing station stating that image acquisition system application has exited, restart. Then the mobile viewing station turned black and they attempted to reboot and no power. Eventually the mobile viewing station booted up with the same black screen and error message. And there was no patient present.

Manufacturer narrative:
H3): since logs were not available unable to determine probable cause. B17, c20, d15 codes applicable. Correction to d11: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.